Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to syncope. The device was interrogated, and the patient's right ventricular (rv) lead had t-wave oversensing (twos) and high rate non-sustained episodes. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.